Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed. The pacemaker dependent patient was asymptomatic. The noise was reproduced with isometrics. Programming changes were made and successfully reduced the noise oversensing.